Event description:
During a remote follow-up, increased capture threshold which resulted in loss of capture was observed on the right ventricular (rv) lead. Due to the loss of capture the patient experienced heart block. While in clinic provocative testing was performed and no noise was produced. An x-ray was also performed and a slight bend in the lead was observed. The patient is pacer-dependent and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.